Manufacturer narrative:
The device was not returned to the manufacturing plant. The alleged event is not confirmed. A device history review could not be performed since the serial number of the device is unknown.

Event description:
It was reported by a federal express delivery driver that the peritoneal dialysis patient went to the emergency room. It is unknown if the patient was performing peritoneal dialysis treatments at the time of the event. It is unknown if the patient was hospitalized. Additional information has been solicited.

Manufacturer narrative:
There is a temporal relationship between ccpd therapy on the liberty cycler and the patient¿s adverse event(s) of slow pd effluent drains (with inadequate ultrafiltration) which led to lower extremity edema, and fluid volume overload warranting hospitalization and transition to hd therapy. However, there is no objective evidence that indicates the liberty cycler malfunctioned or did not meet performance expectations causing the patient¿s adverse event(s). The patient¿s fluid overload event was attributed to ineffective pd therapy due to concurrent peritonitis and intraabdominal abscess, as per documentation in the medical records.

Event description:
It was reported that this peritoneal dialysis patient went to the emergency room. Additional information was solicited and received. On (B)(6) 2018 the neighbor of this (B)(6) -year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) presented to the ER with complaint of slow drains yielding inadequate ultrafiltration and consequently developed lower extremity edema. As a result, the patient was admitted to the hospital for fluid volume overload. The patient has a past medical history significant for a prior hospitalization for peritonitis with a concurrent intraabdominal abscess investigated under another complaint file. During the course of hospitalization, the patient was found to be severely anemic (due to chronic renal failure) with a hemoglobin of 6.7 warranting administration of erythropoietin (dosage and frequency unknown). Due to ineffective fluid management on pd therapy from the patient¿s recent bout of peritonitis, the patient required transition to hemodialysis (hd) therapy via placement of a right tunneled hd catheter (not a fresenius product). Details surrounding the patient¿s hd treatments in the hospital are unknown. The remainder of the hospital course is unknown, as is the discharge disposition of the patient. The peritoneal dialysis registered nurse (pdrn) reported on (B)(6) 2018 the patient remains on hd therapy.